Manufacturer narrative:
(B)(4). No device or images of the device were received; therefore the condition is unknown. The x-ray image confirmed the locking ring was not completely seated. It is unclear as to when this occurred. Dislocation was confirmed. Device history record review and complaint history review could not be performed as the part and lot numbers are unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It is reported that a depuy pinnacle cup and a eska stem was used with zimmer cemented constrained liner. The specific non zimmer modular components could not be confirmed based on the description provided. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported the patient was revised due to dislocation.